Manufacturer narrative:
Analysis could not verify overheating due to the top of the bearing was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece had an abnormal sound and the tip of the drill became black. The drill overheated. There was a 15 minutes delay during the procedure. The procedure was completed using a back-up device. There was no patient impact.